Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Reportedly, "multiple visual disturbances over the weekend."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim#(B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -4.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed. Reportedly, "severe non-tolerable glare and halos. Cause of the event was a patient related factor. The problem was resolved. Status of the eye is stated as, "glare and halos resolved following explantation." Claim# (B)(4).